Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6), 2022 with blood glucose of 789 mg/dl. The customer's current blood glucose is 400 mg/dl. The customer did experienced the symptoms such as diabetic ketoacidosis. The customer was treated by insulin infusion IV/drip. Troubleshooting was done for high blood glucose. It was unknown that customer was wearing the insulin pump during the hospitalization or not. The customer report did allege under delivery on insulin pump. Insulin pump passed displacement and high pressure test the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.